Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 device was not detected on bus. A field service engineer (fse) worked with customer and identified that auxiliary drawer 2.1 had multiple pockets not detected on the bus. Reseated the row board cables and verified functionality using the hardware test application. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 device was not detected on bus. Customer tried to recover the station by unplugging the power cord from back of the station and also tried to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.